Manufacturer narrative:
Product complaint (B)(4). To date the device has not been returned. If the device or further details are received at the later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: how many devices were involved in this single procedure? 5 sutures were affected. How the procedure was complete? Surgery completed with devices from different lot. Was there any adverse consequence associated with the patient? No adverse consequences for patient. Please provide procedure date: surgery date (B)(6) 2020. Status of product return / follow up. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Events were submitted via 2210968-2020-05386, 2210968-2020-05388, 2210968-2020-05389 and 2210968-2020-05390.

Event description:
It was reported that the patient underwent a colon resection on (B)(6) 2020 and the suture was used. After one or two passages, the needle pull off occurred during tissue suturing. The surgery was completed with another like device from different lot. There were no patient consequences reported.

Manufacturer narrative:
Date sent to the FDA: 08/12/2020. A manufacturing record evaluation was performed for the finished device lot number qamchk, and no non-conformances were identified. Additional h-3 summary: twenty-two unopened samples of product code y3100, lot qamchk were received for analysis. During the visual inspection of the unopened samples, no defects were observed on the packets. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were examined along of strand and no defects or damaged were noted. Functional test was performed on the samples using an instron and the pull force did not meet the minimum ltl. In addition, the suture ends were examined and there isn¿t sufficient impression. Per the condition of the representative samples, the assignable cause of performance pull off suture needle is a pull-out defect due to light swage, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture. Fifty unopened samples of product code y3100, lot qamchk were received for analysis. During the visual inspection of fifty samples, no defects were found on the packages. The samples were opened, and the swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strands and no defects were observed. A functional test was performed, and the pull force were above the minimum requirements. Per the condition of the samples, no performance pull off suture needle was found, and the tested samples met the finished goods requirements this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.